Event description:
A complainant alleged that she experienced a reaction with symptoms of coughing, an irritated throat, and felt that her airways were constricted, after being exposed to cavicide spring fresh.

Manufacturer narrative:
No medical attention was sought by the complainant; her symptoms completely subsided after using her albuterol inhaler, receiving fresh air, and discontinuing the use of the product. The product was not returned; therefore, retain samples were evaluated, yielding results within specifications and acceptable parameters. A DHR review indicated that there were no deviations from the manufacturing process.